Manufacturer narrative:
The investigation determined that not all of the necessary special washes were implemented on the insturment. The washes have now been correctly implemented.

Event description:
The customer received questionable results for magnesium gen 2 (mg2) on two patients. Of those two patients, one had discrepant results that were reported outside of the laboratory. All results are in mg/dl. Patient (B)(6) had an original result of 3.68, the sample was repeated and generated a result of 2.01. The original result was reported outside of the laboratory. The repeat result was considered by the customer to be correct and a corrected report was issued. There was no adverse event. The lot of mg 2 reagent was 65507801, with an expiration date of 09/30/2013. The field service representative could not determine a cause. He checked the instrument mechanics and the fluid pressures were within specifications. He also ran an instrument check successfully. The instrument was performing to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.